Event description:
It was reported that this patient with a 25mm 3300tfx pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of eight (8) years and nine (9) months due to unknown reasons.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, 10 months due to unknown reasons. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. Based on the information available, a definitive root cause cannot be conclusively determined.